Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. Three cases received at the same time from the same end customer. (Related cases: 3003639970-2020-00477 and 3003639970-2020-00481) we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a piece of thread, used and contaminated related to case (B)(4). The analysis was not conclusive and closed as not confirmed. Without closed samples a proper analysis cannot be done. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with monomax suture. The client reported that monomax loop was used for laprotomy closure . Which resulted in decolourisation oft he suture thread after second day of implantation. Also resulting in weakening of the suture material and resulting burst abdomen of the patients that had to be re-operated. The same incidences were found with two patients and so requires immediate replacement of the batch is required. The other medwatch submissions related to this report (for the other patients informed) are: 3003639970-2020-00477 and 3003639970-2020-00481. No further data has been provided.